Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. One 8 fr angio-seal vip device was received for product analysis. Only the hemostasis sheath, locator and guidewire were returned along with package. The poly-foil pouch and the carrier tube assembly were not returned. Visual inspection revealed there were no damage or deformation noted on the arteriotomy locator, guidewire and hemostasis sheath. No other visual anomalies were noted with the device. No other testing was possible as all the components were not returned. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Without the return of the bypass tube or the carrier tube assembly, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported when the angio-seal poly-foil pouch was opened, the bypass tube was already detached from the carrier tube tip . The device had been stored on a level place. There was no obstacle to open the pouch. The pouch was fully opened all the way from the arrow side to the end. The bypass tube was left in the pouch. The device was not used and another angio-seal device was used to continue the procedure. Hemostasis was successfully achieved by the second device. There was no health damage to the patient. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 4 mm. There was no other devices or equipment being used with the reported product.